Manufacturer narrative:
Pli20: d10 concomitant product (6cn75h, 7.5mm shil cuffed trach cann, lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the 15mm cap was observed to be loose and did not stay on when the patient breath. The customer indicated that the cap, which had a '3' on the inside, was slightly larger than expected, causing it to not fit securely. There were no patient complications or harms reported as a result of this issue.